Event description:
It was reported that a post implant x-ray showed this right ventricular (rv) lead had dislodged following the implant procedure. Surgical intervention was undertaken. The lead was successfully repositioned. No additional adverse patient effects were reported. This lead remains implanted and in service.